Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Three implants were placed in sites #29-#30 (class ii bone) during a routine procedure. The clinician reports that the pt developed a serious bacteremia and facial infection warranting removal of the implants on 1/27/97. The clinician believes that the infection was due to the surgery, not the type of implant placed.